Event description:
The complaint described by the customer as "won't lock clips on tissue, won't work at tip". The event took place while use on a pt. Another applier was used and the surgery was completed successfully. No complications or injuries were reported.

Manufacturer narrative:
Product will not be available for evaluation by manufacturer. A f/u report will be submitted when investigation is complete.